Event description:
It was reported that a patient incident occurred during a laparoscopic assisted hysterectomy with the biclamp lap forceps. During the procedure, one of the insert's jaws broke off inside the patient. The piece could be seen by x-ray. Surgical intervention to remove/retrieve the broken part is planned. Currently, there is no injury to the patient. Note: the biclamp lap forceps, fenestrated, smooth, l 340 mm, od 5 mm [part number (p/n) 20195-137, lot number (l/n) wo120037] with insert (p/n 20195-149, l/n op140261) was manufactured by our parent company (B)(4) and distributed to a (B)(6) hosp. The forceps with insert are similar to the product distributed in the u.s. (P/n 20195-192 with p/n 20195-185).

Manufacturer narrative:
The biclamp lap forceps with insert was thoroughly inspected. As reported, the jaw of the insert was broke. The forceps with insert was more than six (6) years old. The instrument showed significant signs of use/wear. The breakage could have been caused by normal wear/frequent use and reprocessing over the many years, or by numerous forms of misuse (i.e., by dropping, improper cleaning/processing, mechanical stress during insertion through the trocar, increased force intraoperatively, etc.). No conclusive determination could be made as to what caused the damage to the tines of the insert. Nevertheless, in the warning section of the notes on use (nou), prior to use medical personnel are to inspect the products for any damage and not use any damaged products. Additionally, the user is to protect the biclamp from any form of mechanical damage. No anomalies were found in the review of the instrument's device history record (DHR). No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.